Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received undeployed. Due to the device being undeployed, the exposed portion of the soft cannula was not observed. During initial inspection, a hole was observed in the bottom housing. Three attempts were made to download data from the device. Once by attempting to pair the pod with the pdm, once by hooking the device up to a power supply, and a third time by removing the pcb from the device and hooking the pcb up to a power supply. All attempts were unsuccessful. It could not be determined if a hazard alarm occurred during the run of the device. It also could not be determined why the device did not deploy during the run of the device. The cause if this data loss could not be determined. During the investigation of the drive mechanism, it was found that the rear pully pin was damaged. This damage lines up with the damage observed to the bottom housing. It did not appear that this damage interfered with the ratchet gears ability to rotate. Due to the lack of download data, it cannot be determined if this interfered with the devices ability to deliver insulin. This damage appeared to happen post use. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.